Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated: the devices were not returned for evaluation. A review of the lot history records and complaint histories could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature title: everolimus-eluting bioresorbable scaffolds versus everolimus-eluting metallic stents. The other events listed in the article are filed under other MFR report numbers.

Event description:
It was reported through a research article identifying xience stents that may be related to the following: very late stent thrombosis, myocardial infarction, target lesion re-vascularization, and hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled: "everolimus-eluting bioresorbable scaffoldsversus everolimus-eluting metallic stents."